Event description:
Customer reported an issue with the as3000 anesthesia system peep reading, which may have affected anesthesia monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the sys. Corrections included replacement of the sys's peep valve and sensor board, and breathing sys adjustment. Sys was calibrated and safety tested to factory's specifications.